Event description:
The customer reported the unit failed preoperational testing because it was unable to open the exhalation autozero solenoid. During normal operation, the reported failure could result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. Upon visual inspection the manufacturers service technician reported finding pinched tubing to the inhalation solenoid. The kinked tubing was corrected by rerouting to address the reported problem. Extended self testing was performend and tests passed to operating specifications.

Manufacturer narrative:
(B)(4) = kinked tubing.